Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Healthcare professional later reported pain, rupture and double capsule. Patient later reported isolated calcifications diagnosed by mammography. This record is for the right side. Device has been explanted and replaced.